Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: please provide more details, did a piece fall into the patient? If yes, was the piece retrieved? Is the piece being returned with the device? If not, was the piece disposed? The built-in sealing film of the product fell. It didn't fall into the patient's body. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the sleeve fell off after opened the packaging. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2022. Additional information: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photograph shows a cb12lt device with bodily fluids and a detached protector component. Based on the set of photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.